Event description:
The customer reported that the insulin pump had an error alarm while changing the infusion set. Troubleshooting was performed. The customer stated that she had a cat-scan two to three weeks ago. Explained the customer the effects of x-ray and MRI on the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed an error during the basic occlusion test as a result of a loose drive support disk. However, the device passed the displacement and motor tests.